Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verio flex meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she started obtaining the error 4 messages on the morning of (B)(6) 2018; she indicated that she was still getting the messages at the time of the call to lfs and had used up a vial of test strips. The patient manages her diabetes with oral medications of gliclazide 4mg and glimepiride 2mg and victoza injections. She denied making any changes to her usual diabetes management routine after obtaining the error messages. She reported that 30 minutes after the start of the alleged issue, she became ¿frustrated¿ with symptoms of ¿dizziness and blurry eyesight¿ which continued from february 28 to the next day. She denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps. She confirmed that her test strips had been stored correctly and were within expiry date and they completely drew in the blood sample. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient and she was advised to contact lfs again when the products arrived to walk through a control solution test. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizziness, blurry eyesight and frustrated, after obtaining error 4 messages on the subject meter.